Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report b5 updated with additional information. H6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.

Event description:
With further clarification the medical team at the hospital stated the patient exhibited signs of renal failure, and this prompted intervention that is ongoing.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft to support the 38 year old female admitted in with cardiomyopathy, presenting in scai stage d shock. The patient was also supported by extra-corporeal membrane oxygenation (ECMO). The 5.5 acts as a vent for the primary support ECMO. Underlying medical history was not shared. The pump was supporting when on day 8 of the support the team observed a false in aorta alarm. The team had performed echo imaging and observed the pump to be in an appropriate position. The malfunction prompted no immediate intervention. By the evening there was hemolysis observed and the pump was removed. A biventricular assist device was inserted the following day. While on support the the device functioned as expected, p-7 with 3.9l/min flow with d5w with sodium bicarbonate in the purge solution. The hemolysis occurred after over 2 months of impella 5.5 supports. The first impella 5.5 had supported for 47 days and this second 5.5 for 8 days. Hemolysis may occur in the setting of cardiomyopathy and presentation in scai stage d shock.